Event description:
It was reported that patient underwent a shoulder revision procedure on (B) (6) 2009. Subsequently, another revision procedure was performed on (B) (6) 2009 and components were removed and replaced to a larger size due to soft tissue instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.